Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 15 with ios operating system version 18.3.1, and software version 2.12.1.8965. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "blank look, mooning, non-verbal, right arm flexed rigid, left unable to move, unable to hear, unable to sit on their own, non-responsive", and a loss of consciousness. The customer was unable to self-treat; they were provided maple syrup by a non-healthcare professional (non-hcp). The customer then had contact with a healthcare professional (hcp) who obtained a glucose result of 2.3 mmol/l, performed an EKG, pulse, and blood oxygen tests. The hcp administered intravenous dextrose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. The customer reported for signal loss. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled signal loss alarm feature in the app and placed device in faraday bag to interrupt signal to sensor. Signal loss alarm was observed after few minutes. Removed device from bag and confirmed sensor was reconnected within few minutes. App was connected to sensor and functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. This also serves as a correction report section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 15 with ios operating system version 18.3.1, and software version 2.12.1.8965. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "blank look, mooning, non-verbal, right arm flexed rigid, left unable to move, unable to hear, unable to sit on their own, non-responsive", and a loss of consciousness. The customer was unable to self-treat; they were provided maple syrup by a non-healthcare professional (non-hcp). The customer then had contact with a healthcare professional (hcp) who obtained a glucose result of 2.3 mmol/l, performed an EKG, pulse, and blood oxygen tests. The hcp administered intravenous dextrose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.